Event description:
It was reported that during an unk procedure, the device would not fire. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Eval summary: one device was received in good visual condition with a partially fired cartridge loaded in the device with a bent lock out tab. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. The returned device was found to be non functional as the firing mechanism was damaged. The device was disassembled to verify the conditon of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device.